Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 18feb2020 stating, "brush stuck/broken in channel", involving pentax medical video colono scope, model ec-3490li, serial number (B)(4). The customer owned video colonoscope was received by pentax medical for evaluation on 20-feb-2020. Service repair confirmed the accessory stuck in primary operation channel on 24-feb-2020. The video colonoscope was repaired including the following components and approved by final qc on 20-mar-2020: o-rings and seals, operation channel, bending rubber, suction channel lg, biopsy inlet t-piece. The video colonoscope was delivered to the customer on (B)(6) 2020 under delivery order (B)(4). On 12-may-2020, a device history record(DHR) review was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on (B)(6) 2012 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2012. Pentax medical video colonoscope, model ec-3490li, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2013.